Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the unit shutdown replaced the power supply and the on/off switch and completed the pm. Subsequently, the stm left the iabp running in the biomedical engineering facility for about 24 hours with a test balloon and a trainer simulator with the a/c line plugged into an electrical outlet to confirm that the replaced parts resolved the issue. The stm then contacted the customer via telephone and confirmed that the problem was resolved. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a scheduled preventive maintenance (pm) by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) shutdown on its own after three hours of running with the a/c line cord. The cord was plugged into an electrical outlet. No patient was involved and no adverse event was reported.